Event description:
It was reported that during a procedure, the collet would not grab the pin. The account did not know if this caused a delay in the procedure, but stated that there was back up equipment available and there were no adverse consequences. The manufacturer's investigation found the impreglon coating of the collet was worn off.

Manufacturer narrative:
The device was returned to the manufacturer and it was determined that the root cause of the pin sticking is due to the wear and flaking of the impreglon coating. This coating is used inside of the collet to prevent the pin from sticking. This report will be updated if additional information from the investigation is received.